Event description:
As reported, during the ivtm therapy, the customer observed the pinwheel of the start-up-kit (suk) not continuously spinning. The in and out luers of the suk were disconnected from the catheter and re-connected together for testing purposes, no issue was noted with the suk pinwheel rotation. The following day, the customer called again stating that after 14 hours the patient was only re-warming at the rate of 1.5°c (from 33 to 34.5°c) when the target temperature was set to 37°c. All infusion ports of the solex 7 catheter (sn unknown) were flushed without any issues. The catheter balloon obstruction or a kink was suspected. No patient harm was reported. Per the reporter, the catheter was utilized for the treatment, however, will be removed within the next several days and returned to zoll for evaluation.

Manufacturer narrative:
The zoll solex 7 catheter was returned to zoll for evaluation, however, the investigation is pending. A follow up report will be filed when the investigation has been completed.

Event description:
As reported, during the ivtm therapy, the customer observed the pinwheel of the start-up-kit (suk) not continuously spinning. The in and out luers of the suk were disconnected from the catheter and re-connected together for testing purposes, no issue was noted with the suk pinwheel rotation. The following day, the customer called again stating that after 14 hours the patient was only re-warming at the rate of 1.5°c (from 33 to 34.5°c) when the target temperature was set to 37°c. All infusion ports of the solex 7 catheter (sn (B)(6) were flushed without any issues. The catheter balloon obstruction or a kink was suspected. Per additional information received from the customer, the catheter was placed after two insertion attempts. No patient harm was reported. Per the reporter, the catheter was utilized for the treatment, however, will be removed within the next several days and returned to zoll for evaluation.

Manufacturer narrative:
The reported complaint of "the suspected catheter balloon obstruction or a kink" was confirmed during a visual inspection of the returned solex 7 catheter (sn (B)(6). A balloon kink was observed at the distal end of the serpentine balloon. The exact timing and cause of the kink on the balloon cannot be determined, however, the patient's unique vein anatomy could prevent the catheter balloon from opening after the catheter placement. The physician's technique could not be ruled out as the catheter was placed after the second attempt. Visual inspection of the returned catheter was performed and found the balloon was kinked at the distal end of the serpentine balloon. After reviewing the catheter under the microscope, the kinked on the balloon was observed at the 1st loop of the serpentine balloon thus, confirming the reported complaint. Noted blood residues on the serpentine balloon and luered tubings. No other physical damage was observed on the catheter. A functional pressure leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation. After 100 psi inflation, the observed kink appeared to be straightened out. The catheter was a subject of the flow rate testing and resulted in ~200 ml/min which aligns with a good catheter rate. The catheter performed as designed because the kink was removed during the pressurized leak test. Therefore the root cause of the customer's reported complaint of a slow rewarming could be due to the presence of a kink on the balloon at the time. In addition, the event log of the thermogard console used during the reported event was reviewed. Based on the event log review, the temperature was not increasing at the end of the treatment, likely due to the presence of the kink in the balloon. Per the event log, there was no malfunction on the console and it functioned as intended despite the slow rewarming of the patient. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing and also the catheter patency flow rate testing. Only units that passed are moved to the next process. However, it is likely, that the balloon was kinked at some point during preparation and or insertion. The tgxp console typically generates approximately 40 psi operating pressure. A possibility of the observed kink blocking the flow at ~40 psi cannot be ruled out, but we failed to confirm that since the 100 psi leak test was performed first which straightened out the kink. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the solex catheter with lot number 177364.